Event description:
Received report of a 79 y/o male pt who had an arterial line placed, and later had a blood leak from around the catheter site. The alarm indicated a problem with the line. The pt was found with approx. 50-100cc of blood from around his catheter site. The inside of the luer lock on the arterial tubing was found to be cracked. The catheter and the tubing was removed, and a new one placed. The pt did not require a transfusion.

Manufacturer narrative:
A copy of a medwatch form rec'd from the user facility for this previously submitted report. Contents in section f copied directly from the rec'd form.